Manufacturer narrative:
Voluntary medwatch report mw5081873 received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that vibratory alert for premature battery depletion was observed three times in the last eight months. The device was explanted and replaced. The patient was fine and discharged.